Event description:
It was reported to resmed that an astral device failed to complete its internal self-test, displayed an internal battery degraded warning alarm and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning alarm. The non-return valve was replaced to address the failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to the battery controller software while the failure to complete its internal self-test was due to a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The device software was upgraded and main circuit board replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.